Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a (B)(6) year-old female patient who had essure (ess205) (batch no. 623193) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have hsg performed following insertion of essure micro-inserts nos". The patient's previously administered products included for an unreported indication: patch. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2015, 8 years 6 months after insertion of essure (ess205), the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("abdominal pain/ severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery ((B)(6) 2015 hysterectomy with bilateral salpingo-oophorectomy ovaries and fallopian tubes removed) and surgery ((B)(6) 2015 hysterectomy with bilateral salpingo-oophorectomy ovaries and fallopian tubes removed). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device breakage, pelvic pain, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea was resolving and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower, device breakage, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. Reporter and patient demographics were added. Historical drugs were added. Updated suspect drug indication. Events device breakage, vaginal bleeding, menorrhagia, dysmenorrhea and did not have hsg performed following insertion of essure micro-inserts nos added. Events outcome updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 32-year-old female patient who had essure (ess205) (batch no. 623193) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have hsg performed following insertion of essure micro-inserts nos". The patient's previously administered products included for an unreported indication: patch. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2015, 8 years 6 months after insertion of essure (ess205), the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("abdominal pain/ severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery ((B)(6) 2015 hysterectomy with bilateral salpingo-oopherectomy ovaries and fallopian tubes removed) .essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device breakage, pelvic pain, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea was resolving and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower, device breakage, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 32-year-old female patient who had essure (ess205) (batch no. 623193) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have hsg performed following insertion of essure micro-inserts nos". The patient's previously administered products included for an unreported indication: patch. Concurrent conditions included scoliosis, hypothyroidism, fibroma and overweight. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2015, 8 years 6 months after insertion of essure (ess205), the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("abdominal pain/ severe cramping"), vulvovaginal pain ("vaginal pain"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), mood swings ("mood swings"), libido decreased ("reduced libido"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). The patient was treated with hysterectomy with bilateral salpingo-oopherectomy and essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, bladder disorder, urinary tract disorder, dyspareunia, fatigue, mood swings, libido decreased, migraine, headache, vaginal discharge and weight increased was resolving. The reporter considered abdominal pain lower, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, libido decreased, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: pfs received: events bladder disorder, urinary tract disorder, dyspareunia, fatigue, mood swings, reduced libido, migraines, headaches, vaginal discharge and weight gain added. Concurrent condition and events outcome also added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("abdominal pain/ severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Incident, no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 32-year-old female patient who had essure (ess205) (batch no. 623193) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have hsg performed following insertion of essure micro-inserts nos". The patient's previously administered products included for an unreported indication: patch. Concurrent conditions included scoliosis, hypothyroidism, fibroma, overweight, adenomyosis, dysuria, abdominal pain, ovarian cyst, pelvic adhesions and ovarian cystadenoma. On (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), mood swings ("mood swings"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6)2015, 8 years 6 months after insertion of essure (ess205), the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("abdominal pain/ severe cramping"), vulvovaginal pain ("vaginal pain"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and libido decreased ("reduced libido"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6)2015. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, bladder disorder, urinary tract disorder, dyspareunia, fatigue, mood swings, libido decreased, migraine, headache, vaginal discharge and weight increased was resolving and the female sexual dysfunction outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, libido decreased, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: on (B)(6)2014, total vaginal hysterectomy and on (B)(6)2015 bilateral salpingo-oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-oct-2018: pfs received: added new event: apareunia (inability to have sexual intercourse) and added event onset dates. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.